Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 3000 ohms. The patient was brought to their clinic for evaluation, and impedances in bipolar configuration were greater than 3000 ohms and threshold measurements were elevated. The configuration would be changed to unipolar and this would be discussed with the physician. No adverse patient effects were reported. The lead remains in service. Additional information was received which reported that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery.

Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 3000 ohms. The patient was brought to their clinic for evaluation, and impedances in bipolar configuration were greater than 3000 ohms and threshold measurements were elevated. The configuration would be changed to unipolar and this would be discussed with the physician. No adverse patient effects were reported. The lead remains in service.